Event description:
Drive devilbiss healthcare was notified of a complaint regarding a bath bench by an end user's daughter, who stated that her father "fell off the chair and hit his head." There were no additional details as to the nature of the injury or product malfunction. There was no report or evidence of medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.